Event description:
A pt was having a PICC line placed by one of our rn's the pt ended up having a stroke during the insertion of the PICC line.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.